Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver dextrose 5% via a symbiq pump. At an unspecified time, the secondary tubing set was connected to the primary tubing set for piggyback delivery of 100ml of mycophenolate mofetil. The customer contact reported that the height of the solution containers were hung according to the hospital procedure; however, the specific heights were not provided. The secondary solution was to be delivered in a duration of two hours. It was reported, that forty minutes after the secondary delivery was started, the nurse noted that the secondary container was empty and the drip chamber of the primary tubing set was full. It was unspecified the volume of mycophenolate mofetil solution that was delivered to the pt. The physician was notified. The tubing sets and the solution containers were removed from clinical use. The customer contact reported that the therapy was not resumed. There were no reported adverse pt effects. No medical interventions were reported. The pt was reported to have been discharged home after the reported event. The customer contact reported that the tubing sets were tested and during testing, backflow of fluid from the secondary tubing set into the primary tubing set was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. As indicated, this device was identified as part of a customer notification dated november 24, 2009. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).